Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 10. On (B)(6) 2021, loss of osseointegration was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 10. Details of surgery: ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, pain and mobility. No further patient complications were reported.